Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor had stuck in body. Customer's blood glucose level was 137 mg/dl at the time of incident and current blood glucose level was 101 mg/dl. Customer stated that after charging transmitter and putting in new one the needle never retracted. Customer noticed the issue with the sensor during insertion. Customer stated that introducer needle was hard to remove. Customer was not reporting that the sensor or introducer needle fractured while in the body. Customer also stated that did received a calibration not accepted alert change sensor alert. Troubleshooting was performed. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. Also unable to verify needle anomaly due to found sensor needle separated from sensor base.